Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample was not returned for evaluation. A picture was received for analysis and investigation. The picture shows a mahurkar catheter outside its corresponding packaging. It does not show signs of use. No signs of leaks are observed in the picture. The lead could not be identified at this point with the available information. The possible causes were identified. The reported condition has not been confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications and the photo of the device does not shoe the reported condition, therefore the most probable root cause can be considered as customer perception (blood/liquid residues were confused with leaking). No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the silicon extension was leaking on the arterial line.

Manufacturer narrative:
Submit date: 2017-july-07. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. A picture was received for analysis and investigation. The picture shows a used catheter outside of its corresponding packaging. It does not show signs of use. No signs of leaks are observed in the picture. This could not be identified as an issue at this point with the available information. Additionally, the sample was received for analysis and investigation. The sample consisted of a used catheter and one opened kit which came inside a plastic bag. Visual inspection was performed and it revealed that the arterial extension of the used catheter has a clean cut. In addition, the extensions and clamps were reviewed and as a result, no irregularities were found. The opened kit was reviewed and reveals that the catheter showed signs of use and did not present any issues. In order to confirm the reported condition, the catheter of the opened kit required functional testing. The catheter of the opened kit was submitted to underwater testing and bubbles were not detected. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. The physical sample involved in the reported incident was returned for evaluation. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered as misuse. The issue was more likely damaged caused during use due to the use of strong cleaning agents, excessive force during of use, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent n onconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states the silicon extension was leaking on the arterial line.

Manufacturer narrative:
Submit date: 03/01/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the silicon extension was leaking on the arterial line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.